Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the plunger of a bd solomed¿ syringe was broken. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Samples/photos analysis: photos were received from the customer to analysis. The batch number is unknown, not being possible performing the DHR review. The photo provided by the customer was analyzed and it showed the plunger activated. However after the evaluation of the picture and according to the complaint description, it is possible to verify the activation of the plunger occurred during the medicament application. It is not possible confirm the defect of this complaint was related of bd process. Investigation conclusion: not confirmed: bd was not able to confirm/reproduce the incident in question.